Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not connecting to bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator not connected on bus. The field service engineer initially found the bbb printed circuit board defective. Further troubleshooting revealed modem issues and loose connections on the bbb board. After resolving these, the 4 irac boards were recognized by the helmer refrigerator, enabling communication with the med station. A compromised network cable was also replaced. The system functioned as intended after the field service engineer resolved the issue.